Event description:
During a retrospective complaint review, devilbiss healthcare identified a stationary oxygen concentrator with 22,722 hours of use and a complaint of "low purity and pressure relief valve on compressor noisy." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and identified a low oxygen purity condition due to normal component wear. The sieve beds were replaced and the pcb upgraded.